Event description:
It was reported by the customer that the needle tip is sticking out once retracted. No other information was received regarding any serious injury as a result of this product issue.